Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was noted to be deployed and deformed. The stent delivery wire (sdw) was noted to be kinked/bent and was noted to be broken/fractured. The stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use and stent deformed were confirmed during analysis. The reported stent difficult/unable to transfer could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'moderately tortuous'. The event description indicated that the stent was being used in a stenosis case which is not recommended. The subject device dfu states "the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent was returned for analysis, and it was noted that the stent was found to be deployed and deformed. The sdw exhibited kinks and bends, and it was also noted to be broken and fractured. It is important to note that the stent introducer sheath was not returned. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent difficult/unable to transfer, stent deployed prematurely during use and stent deformed and 'as analyzed' codes stent deployed prematurely during use, sdw broken/fractured during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an anterior cerebral artery (aca) stenosis case, resistance was encountered when delivering subject stent into microcatheter. After several manipulations, subject stent was found to be prematurely deployed partly inside the catheter shaft and partly in hub of microcatheter. So, physician removed the whole system, and procedure was completed successfully with another devices. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during an anterior cerebral artery (aca) stenosis case, resistance was encountered when delivering subject stent into microcatheter. After several manipulations, subject stent was found to be prematurely deployed partly inside the catheter shaft and partly in hub of microcatheter. So, physician removed the whole system, and procedure was completed successfully with another devices. There were no clinical consequences to the patient reported as a result of this event.